Event description:
While reviewing the FDA maude database a report was found involving a (B)(6) year old female patient who experienced a corneal ulcer, corneal scar, ocular irritation, and itching while including complete multipurpose solution to care for her air optix aqua soft contact lenses. The report was submitted to FDA by the contact lens manufacturer for the contact lenses (3006186389-2014-00019). The reporter assessed the causality attributable to the contact lenses as possible and probable. Complete multipurpose solution was noted as a concomitant product on the 3500a. Follow up information from the optician indicted the patient followed the instructions for use, did not use tap water, wore her lenses on a daily wear basis (not extended wear).

Manufacturer narrative:
Lot and expiration date are unknown. Initial reporter telephone number: (B)(6). (B)(4). Alternative report identification number (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.